Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and additional information provided by the customer (identified via b5 and d10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific cause for the remaining foreign material within the instrument channel and suction cylinder could not be identified. The operation manual identifies verbiage that can help detect the phenomenon: "¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 2 inspect the control section for any irregularities such as excessive scratching, deformation, and loose parts. [Attaching the suction valve] 1 align the two metal ridges on the underside of the suction valve with the two holes in the suction cylinder. 2 attach the suction valve to the suction cylinder of the endoscope. (See figure 3.32 and 3.33). 3 confirm that the valve fits properly without any bulging of the skirt. [Inspection of the suction function] ¿inspection of the suction function 1 depress the suction valve and confirm that water is continuously aspirated into the suction bottle of the suction pump."" Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from customer: the event occurred during the therapeutic procedure (endoscopic submucosal dissection-esd) and was completed with a similar device. There was a 20¿30 minute procedural delay, and there was no patient under anesthesia at the time of the event.

Manufacturer narrative:
The device was returned and evaluated. And the customer¿s allegation was confirmed. In addition to the foreign material coming out of the forceps channel tube and the suction cylinder. The suction cylinder and the forceps channel tube had a scratch. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. There was no delay / time lag between the end of clinical use and the start of pre-cleaning. The water was aspirated through the instrument/ suction channel. The instrument channel outlet was wiped/brushed with clean lint-free cloths, brushes, or sponges. The instrument channel, instrument channel port, and suction cylinder was brushed. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, that when using a colonovideoscope, the forceps could not be inserted nor removed. There was no patient harm associated with the event. The device was returned and evaluated. And upon estimation, there was foreign material coming out of the forceps channel tube and the suction cylinder. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.